Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was returned for evaluation. Visual and functional tests were performed. The device was in new condition, no visible cracks or damages. Functional testing found confirmed the reported complaint. The root cause of the reported issue was found to be bad soldered red light-emitting diode (led). This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device when simulating a high priority alarm situation, the red light-emitting diode (led) warning beacon failed to illuminate. No patient injury was reported.